Event description:
The customer contacted physio-control to report that their device had a service wrench present and an event code in the memory which indicated that the device would not likely be able to provided defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control advised the customer that the device was no longer supported by physio and recommended that it be permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.